Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, stored episodes of noise on the atrial lead were noted. The device was reprogrammed and no noise was noted following changes. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)l